Event description:
It was reported that during coil embolization procedure physician retracted the subject coil to do the repositioning and the coil prematurely detached inside the microcatheter. The all pieces of the coil (main coil and pusher wire) were retrieved with the guidecatheter and microcatheter as a whole unit. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic testing revealed that the delivery wire and main coil were kinked. The returned main coil was found physically detached from the delivery wire with the traces of dried blood on the junction. A functional test could not be performed as the main coil was separated from the delivery wire. Dried blood was noted on the main coil which is indicative of insufficient flush. Based on analysis and additional information, no anomalies were found prior to use. Information available indicated that the device was not flushed properly during procedure. According to the target device for use "warning: in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2 tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". It is likely that insufficient flush may have contributed to the resistance which may have caused the main coil jamming, kinking and physical separation at the detachment zone during the device manipulation. Therefore, an assignable cause of use error will be assigned to the event.

Event description:
It was reported that during coil embolization procedure physician retracted the subject coil to do the repositioning and the coil prematurely detached inside the microcatheter. The all pieces of the coil (main coil and pusher wire) were retrieved with the guidecatheter and microcatheter as a whole unit. There was no clinical consequence to the patient due to the reported event.